Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the 135 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter (bc) ruptured at fourteen atmospheres (14 atm.) During the initial inflation. The bc was being used to post-dilate a previously placed smart control 8 x 40 mm. Stent. The balloon catheter was removed from the patient and the procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the left iliac artery. The lesion was reported to be: a 99% stenosis, heavily calcified, and mildly tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15705086 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta)/stenting procedure, a 135 cm. Powerflexpro 8 mm x 2 cm. Balloon catheter (bc) ruptured at 14 atmospheres (atm.) During the initial inflation. There was no reported patient injury. The target lesion was the left iliac artery; reported to be 99% stenosed, heavily calcified, and mildly tortuous. The bc was being used to post-dilate a previously placed smart control 8 x 40 mm. Stent. The balloon catheter was removed from the patient and the procedure finished successfully. There was no reported difficulty removing the product from the packaging or removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was never in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (99% stenosed, heavily calcified, and mildly tortuous) that may have contributed to the reported balloon burst. Neither the DHR nor the information available suggest that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.